Event description:
Additional information reported the patient was hospitalized. The patient recovered without sequelae and it was noted there were no complications and the patient tolerated the procedure well. See MFR. Report 3004209178-2014-05143 regarding the reason for device replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead serial number (B)(4) found no significant anomaly. The lead body was cut through and the product was segmented. Analysis of the lead serial number (B)(4) found no significant anomaly. The lead body was cut through and the product was segmented.

Event description:
Additional information received reported the reporter could not find any evidence of a malfunction in the clinic on (B)(6) 2014. It was noted that patient experienced nausea, "abd" pain, and bloating. It was noted that the battery expired and was replaced on (B)(6). It was noted that there was no evidence of lead erosion and the reporter could not locate where that was in the patient's chart. Additional information received reported that the battery depletion was expected due to high settings placed by the physician. It was noted that no abnormal battery depletions were observed. See MFR. Report 3004209178-2014-05143 regarding the reason for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement surgery, a new implantable stimulator (ins) was connected and got impedances of greater than 4000 ohms on the contact pairs of the case and 2, the case and 3, and 2 and 3. It was later reported that on the secondary interrogation screen the readings were as follows: 2 and case >4000, 3 and case >4000, and 2 and 3 1194. It was later reported that the first ins put in during the replacement was in the pocket when impedances were tested. See MFR. Report 3004209178-2014-05143 regarding the reason for device replacement.